Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft , vela suprarenal, and limb stent graft on (B)(6) 2015. During follow-up on (B)(6) 2017 and per angiography, it was confirmed that the patient developed an iliac aneurysm distal to the previously implanted limb stent graft. The patient was asymptomatic during this follow-up. The secondary case for this patient was completed on the same date (B)(6) 2017 and the patient was implanted with a new afx limb stent graft. No devices were explanted during this secondary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the developed iliac aneurysm distal to graft (at the left common iliac artery). Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: add method code 3331, 4112. Add result code 213. Add conclusion code 22, 50, 4310.